Manufacturer narrative:
Manufacturing site evaluation: the implants are not available for investigation, furthermore we did not know the reference code, as well as the batch number. There are no x-ray figures available. Investigation: no product at hand - therefore an investigation is not possible. There are no pictures available. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee implant reported via mw5088056. Aesculap tibial knee replacement. Tibial aseptic from loosening of cement. Femoral cement osteolysis from above aseptic loosening. A revision surgery was necessary. Additional information was not was not available. The adverse event/malfunction is filed under aag reference (B)(4).